Event description:
It was reported that a patient stated his extention tubing is leaking at the filter. Tubing was replaced with no additional interruptions. Patient needed to go to hospital. No injury to the patient.